Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned. The balloon pleats were not folded. No other anomalies were noted to the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested with an 0.035¿ guidewire and it passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed leaking out of the distal end of the strain relief. The strain relief was removed and a complete circumferential catheter shaft break was found at the distal end of the y-hub. The break was examined under microscopic magnification and the break did not appear to be a clean break. The balloon was inserted and retracted through a 14fr introducer sheath without issue. Deflation testing could not be performed due to the catheter shaft break. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the device was returned. The investigation is confirmed for a complete circumferential break in the outer catheter shaft just distal to the y-hub. The investigation is confirmed for a leak, as the catheter leaked underneath the strain relief due to the catheter break. The investigation is unconfirmed for retraction issues, as the balloon was able to be inserted and retracted through a 14fr introducer sheath without issue. The investigation is inconclusive for deflation issues, as the balloon could not be inflated due to the catheter break. It is unknown whether handling techniques by the user prior to the last inflation contributed to the catheter shaft break underneath the strain relief. It is likely that the break in the catheter shaft lead to reported deflation and retraction issues. Based upon the available information a definitive root cause has not been determined. Labeling review: the current instructions for use (IFU) states: warnings & precautions: never use force when advancing or retracting intravascular device without first angiographically determining cause for any resistance. Using force may damage catheter or cause injury to the patient (such as vessel perforation). Do not exceed maximum inflation pressure indicated on label. Excess inflation pressure can cause balloon rupture and the inability to withdraw catheter through introducer sheath. Additional specific directions for use of the true dilatation catheter are included in the IFU. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon valvuloplasty catheter was allegedly leaking at the hub after the third inflation in the aorta. It was also reported that the balloon was allegedly slow to deflate and it was difficult for the health care provider (hcp) to pull negative pressure on the balloon. It was further reported that the valvuloplasty balloon was allegedly difficult to retract through the sheath. There was no reported impact or consequence to the patient.